Event description:
The manufacturer received information alleging a trilogy 100 ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system printed circuit assembly board and central processing unit board were replaced to address the issue. Additional findings not related to the malfunction/issue: the cord retainer clamp was missing and was replaced. The handle was cracked and was replaced. The rubber feet were missing from the enclosure and were replaced. The rear case enclosure was cracked and was replaced. The serial number label had the incorrect gtin and was replaced.